Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in excellent condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed by attaching a disposable cassette and attempted which the testing passed. Investigation could not duplicate customer's reported problem and device passed functional test. Investigation replace the pump downstream occlusion sensor for preventive and perform a full pm and all functional testing passed.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not connecting alarm. No patient involvement reported.